Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 268 mg/dl while using the ilet and was pausing the system multiple times per day for extended periods after perceiving rapid glucose declines around 85 mg/dl; the user had previously stopped using the ilet for months, recently resumed, performed a factory reset, had targets adjusted to high by the clinic, and expressed a belief that basal insulin should not be delivered during the day. Symptoms included elevated blood glucose. Outcomes included user troubleshooting with education and referral to the healthcare provider, with no alarms, hospital visit, or admission reported. Investigation included review of uploaded device data. Investigation of this case revealed frequent user-initiated pauses during times of hyperglycemia, which can interrupt basal delivery and result in elevated glucose; no device malfunction or alarm behavior was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user pausing leading to reduced insulin delivery and hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.